Event description:
It was reported that the pt had experienced a breakthrough "major motor seizure" and required medication to sleep due to painful stimulation in her neck. It was noted that the pt recently stopped taking cymbalta which may have been masking the pain or decreasing her awareness of the stimulation as per the physician. X-rays were taken to evaluate for any anomalies that may have been causing the pain however a manufacturer review of the x-rays showed no anomalies. Diagnostics of the vns system suggests no issues. Attempts for further info are in progress.

Event description:
Attempts for additional information have been unsuccessful to date.